Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for gentamicin and vanc2 vancomycin (vanc) on a cobas 6000 c (501) module. Of the mentioned samples, one sample had an erroneous vanc result that is reportable as a malfunction. The erroneous result was not reported outside of the laboratory. The sample initially resulted as < 1.9 ug/ml. The sample was repeated twice, each time resulting as 7.5 ug/ml. The patient was not adversely affected. The vanc reagent lot number was 162147, with an expiration date of 03/31/2017.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It was found that there were several non-roche reagents used on the analyzer. Non-roche reagents may cause carry-over interference.